Manufacturer narrative:
The reported lead migration was not confirmed. This issue cannot be confirmed with product testing alone. The lead was returned cleanly cut in two as a consequence of the explant procedure. The lead was functionally tested by measuring continuity and resistance between each of the contacts of the terminal end and the therapy end. No electrical opens were observed. The root cause of the issue could not be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01701. It was reported that the patient experienced ineffective stimulation due to lead migration. X-rays confirmed both leads had migrated. Diagnostics revealed impedance issues on one lead. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein both leads were explanted and replaced with a paddle lead. The ipg was electively replaced during the procedure. Post-operatively, stimulation therapy was restored.